Event description:
It was reported that the remote transmission showed an episode with a t-wave oversensing (twos). It was intermittent at first and collected both a high rate non-sustained and also a ventricular fibrillation (vf) episode that were withheld for twos. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.